Event description:
The user facility reported that while utilizing a third-party beach chair accessory with their 4095 surgical table during a patient procedure, the table became unstable subsequently causing the table to lift off the floor at one end. The procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
Through follow-up with user facility personnel, a steris surgical specialist learned that prior to the reported event, the 4095 surgical table's headrest assembly was removed, and the third-party beach chair accessory (arthrex lift-assist beach chair) was installed onto the table's back section. User facility personnel did not have the third-party beach chair accessory installed correctly onto the 4095 surgical table, as the accessory should be installed by either removal or lowering of the table's leg section and installing the accessory on the seat section of the table. During the time of the reported event, the 4095 tabletop was slid the maximum distance towards the head end of the table. The configuration of the 4095 surgical table and beach chair accessory was causing the patient's body mass to go beyond the table support column subsequently causing the table to become unstable. The 4095 surgical table's operator manual states, "warning - personal injury hazard: when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use worn or damaged accessory. Check installation before using any accessory." "Warning instability hazard: possible patient or user injury, as well as surgical table or accessory failure, may result from using steris table accessories for other than their stated purpose or from using accessories manufactured and sold by other companies on steris surgical table." A steris account manager performed in-service training on the proper use and operation of the 4095 surgical table and the importance of properly installing accessories. A steris service technician inspected the 4095 surgical table and found no issues with the function or operation. The table was returned to service and no additional issues have been reported.